Event description:
An angio-seal device was deployed following a percutaneous coronary intervention procedure in 2004. A hematoma formed following deployment and manual pressure was applied. The following day, the pt began walking and the hematoma was noted to be larger. The pt's thigh swelled and their blood pressure decreased. The pt underwent surgery and the anchor was noted to be deployed outside the vessel; the edges were bent. The pt was discharged from the hosp in about 2 weeks later. The physician was not certified at the time of the event.